Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation and gel smearing were observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no gel or additive defects were found. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation and gel smearing based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there the gel barrier does not separate the sample well and the gel smears up the side of the tube wall. The number of affected samples was unspecified. There were no health consequences or impacts reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4176044 d4. Unique identifier (UDI) #:(B)(6) d4. Medical device expiration date: 31-dec-2025 h4. Device manufacture date: 24-jun-2024 d4. Medical device lot#: 4081472 d4. Unique identifier (UDI) #(B)(6) d4. Medical device expiration date: 30-sep-2025 h4. Device manufacture date: 21-mar-2024 d4. Medical device lot#: 4156047 d4. Unique identifier (UDI) #:(B)(6) d4. Medical device expiration date: 30-nov-2025 h4. Device manufacture date: 04-jun-2024 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there the gel barrier does not separate the sample well and the gel smears up the side of the tube wall. The number of affected samples was unspecified. There were no health consequences or impacts reported.